Event description:
The customer reported that their central nurse's station (cns) is alarming false asystole for one patient.

Manufacturer narrative:
Complaint details: the customer reported that their cns was showing a heart rate (hr) of 0 and is falsely alarming asystole for one patient. From a follow-up email from the customer, the customer indicated that the issue was solve with a setting change on the cns, which was possibly changing the monitored lead from lead ii to lead iii. Investigation summary: based on the available information, the most probable cause of the issue is incorrect user setting. If the incorrect lead is not a lead connected to the patient, the lead would not be able to get a reading from the customer and would result into a 0 hr on the cns and would cause a false asystole alarm. Per sop07-003, no CAPA is required as the overall risk rating of the event is medium. Should the customer had used the correct setting, the issue would not occur. As such, no corrective actions would be performed at this time. Additional model information: d10: a transmitter was used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: transmitter - model: ni s/n: ni approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is alarming false asystole for one patient. The customer also reported that their transmitter is showing an hr of 0, although they are able to see a good waveform. Nk ts is suspecting that this issue is caused by a bad lead. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is alarming false asystole for one patient.